Manufacturer narrative:
(B)(4). There were no samples or pictures available of the actual complaint samples. Eight companion samples were visually inspected and no obvious defects were found. Each of the 8 samples were then leak tested and no leakage was found for any of the samples. The reported condition could not be confirmed; therefore, a root cause cannot be determined. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples showed no abnormalities. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer initially reported two dialyzers in which a blood leak was detected during successive use by the same (B)(6) female patient on (B)(6) 2010. She stated that the patient went to the hospital on (B)(6) 2010 because, "they think her access ended up clotting; or her fistula clotted." On (B)(4) 2011, product surveillance (ps) contacted the reporter. She reported that the same patient had 3 blood leaks consecutively with 3 (xph190) dialyzers during the same therapy. The first 2 leaks occurred with 2 dialyzers from the same lot number and they then used a 3rd dialyzer from a different lot number, but she did not have that lot number available at the time of the call. The blood leak was from the fiber with all 3 dialyzers and occurred during the onset to the middle of treatment with all 3 dialyzers. All 3 were discovered by blood leak alarms on the machine and were all confirmed by a hemastix test at the hanson connector. The 3 dialyzers were not reused and were all single use dialyzers. The blood was not returned to the patient. The estimated blood loss to the patient was approximately 300 mls. Each time, for a total of approximately 900 mls. When the 3rd blood leak occurred, the patient's arm was modeled (turning purple with white spots), was cold and had a burning sensation. The patient was picked up at the clinic by the ems and taken to the hospital. The patient's fistula was clotting by the time she got to the hospital. At the hospital, the patient had to be transfused and a perm cath was installed into the patient. The patient was at the hospital for a few days. She stated that she strongly feels that the problem had nothing to do with the dialyzers; the problem was with the patient's fistula causing the clotting. The facility's director indicated that the patient recovered from the event and has been able to continue with hemodialysis treatments without any further problems. The director indicated that she has approximately 33 companion samples for evaluation. The director also indicated that the lot number of the 3rd dialyzer involved is unknown. No further information is available.

Manufacturer narrative:
(B)(4). Companion samples are available for evaluation. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is report 1 of 3 for this event.